Event description:
Additional information was received. It was confirmed that the event was noticed during a diagnostic procedure. The same device was used to complete the procedure in conjunction with cv-1500 without delay.

Manufacturer narrative:
Correction to b3/b5/d10/h10 (reprocessing information) as information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the endoscope was insufficiently/incorrectly reprocessed and used for the next procedure. It is likely foreign material remained in the device due to a deviation in the reprocessing method from the instruction manual. However, a definitive root cause could not be determined. Upon further analysis of the foreign material was identified as organic silicon. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning. Information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual. Cleaning: the accessories used for reprocessing were normal and without issues. It is unknown if the air/water nozzle was wiped or brushed with gauze, brush, or sponge. Detergent was flushed through the air/water nozzle the event can be detected/prevented by following the instructions, reprocessing manual below: chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿ "clean the external surfaces describes how to clean." Chapter 8 ¿storage and disposal" advised the user inspect that debris is removed, especially on the opening section of the air/water nozzle and the surface of the objective lens. If any debris remains, to clean the endoscope until no debris is observed. It is also advised to check the handling environment such as thorough rinsing, removal of water remained in the channel after cleaning, and drying." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found and confirmed that there was no repair history for the past one year. Additionally, a black rubbery foreign matter was detected in the nozzle. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced air/water supply was weak but was not completely unusable, and a reprocessing issue was identified. It was unknown if it was used for the next procedure. The event took place during preparation for use. There was no report of patient or user harm associated with the event.